Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: guide wire: mailman. The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified obtuse marginal branch during a jump graft procedure. A 300 cm powerturn flex guide wire was advanced towards the lesion and did not meet any resistance during advancement or removal. Approximately five unspecified stents were implanted in the lesion, and unspecified balloon catheters were used. However, during the fourth or fifth stent deployment, it was noted under fluoroscopy that the unspecified stent delivery system (sds) was in the left anterior descending artery instead of the target lesion. Therefore, both the sds and guide wire were pulled back; however, the tip of the guide wire separated in the obtuse marginal branch. There were multiple failed attempts to snare the tip and balloon inflation was also performed. A non-abbott guide wire was then used along with the powerturn guide wire. A 2.75 x 8 mm unspecified xience stent was advanced over the non-abbott guide wire and deployed to embed the tip of the powerturn guide wire in the obtuse marginal branch. No additional information was provided.